Event description:
The customer called to report that she has been experiencing low blood glucose levels, and believes that the insulin pump is over delivering. The customer stated that she was hospitalized recently for depression, and the unit was removed from her body. During the hospitalization, she experienced blood glucose levels as high as 700 and as low as 30 mg/dl. The customer stated that she began experiencing low blood glucose levels after she was released from the hospital, and put back on the unit. Troubleshooting was performed, and the insulin pump was programmed correctly. The unit passed the displacement test. Advised the customer that the unit appeared to be functioning, but she requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, visual inspection revealed cracks on the reservoir tube lip, battery tube threads and case, near the display window corners. The delivery volume accuracy test is pending.